Event description:
It was reported to boston scientific corporation that a captivator snares was used in the colon during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the snare was positioned around the polyp, but when the pedal was activated, the snare unable to cut. The procedure was completed with another captivator snares. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of snare loop cutting problems.